Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found tube crack and discrepancy results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: na value affected & crack was found to be present in gel tube. Serum sodium of a patient was reported as 175.4 mmol/l. The values were not acceptable to the clinician and hence the sample was re-processed on another analyzer. The repeated value was found to be 131.5 mmol/l. On inspection of the vacutainer crack was found to be present in the gel tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found has an air bubbles and discrepancy results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: na value affected & crack was found to be present in gel tube. Serum sodium of a patient was reported as 175.4 mmol/l. The values were not acceptable to the clinician and hence the sample was re-processed on another analyzer. The repeated value was found to be 131.5 mmol/l. On inspection of the vacutainer crack was found to be present in the gel tube.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b3. New rationale has been updated. It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found has an air bubbles and discrepancy results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: na value affected & crack was found to be present in gel tube. Serum sodium of a patient was reported as 175.4 mmol/l. The values were not acceptable to the clinician and hence the sample was re-processed on another analyzer. The repeated value was found to be 131.5 mmol/l. On inspection of the vacutainer crack was found to be present in the gel tube.